Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), lot: a000114839. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2022-01483. It was reported that during an ipg replacement on 8 (B)(6) 2022, system diagnostics recorded invalid impedances on 8 lead contacts. As a result, the physician opted to explant and replace the lead. Effective therapy was restored post operatively. The investigation did not determine which lead recorded invalid impedances.